Event description:
Unidentified reporter called from south korea states he had lasik surgery in south korea. Post surgery he had severe complication such as "contrast sensitivity, glaze and halo. It only regenerated by small state" he feels this procedure is dangerous and should not be conducted on human beings.